Event description:
Additional information was received that the patient had surgery on (B)(6) and the internal neurostimulator (ins) and extensions were replaced. The explanted devices were disposed of at hospital. Patient was doing well and receiving good stimulation.

Manufacturer narrative:
Extension model 3708340, serial # (B)(4), implanted (B)(6) 2006, explanted unk; extension model 3708340, serial # (B)(4), implanted (B)(6) 2006, explanted unk; lead model 3887-33, lot # j0437015v, implanted (B)(6) 2004, explanted unk; lead model 3887-33, lot # j0437015v, implanted (B)(4) 2004, explanted unk; programmer model 37742, serial # (B)(4).

Event description:
It was reported that the patient experienced a loss therapeutic effect and could not feel stimulation. The patient lost stimulation suddenly about one week prior to report. The patient had not fallen or endured trauma prior to loosing stimulation. Impedances greater than 3600 ohms were measured on all pairs except for 0-11 which measured 1091 ohms. Stimulation was not achieved through reprogramming. Additional information has been requested but was not available as of the date of this report.